Event description:
Customer reported with an issue of "no image". The issue found during reprocessing. There was no patient, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following : device inspection noted no image found. The customer reported issue was confirmed. In addition, service repair noted the scope has a non-olympus bending section a-rubber that is stiff that cannot be angulate to (up/down) u/d position. This was also performed by a third party. Due to evidence of a third party repair, it could have damage the charge-coupled device (ccd) causing the image problem. Furthermore, below are findings/defects noted during inspection : leak test unable to perform due to a loose non-olympus bending cover. A-rubber glue missing. Control knob movement (heavy ) noted no movement due to a non-olympus bending cover. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e3. Please see updates to e2, e3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, probable causes for the loss of image include: charged coupled device unit or circuit board in video connector was damaged due to water which invaded the device from loosened location on bending section cover or the subject device was damaged by some stress applied during third-party repair. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿important information ¿ please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.